Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracy compared to blood glucose meter and also reported that he had suffered a hypoglycemic event which resulted in a seizure on (B)(6) 2013. At the time of the hypoglycemic event, the patient reported that his cgm reading was 63 mg/dl but patient's blood glucose meter reading at the time is unknown. Patient reported treating himself with a coke prior to the seizure. Patient reported that his co-worker called the paramedics and indicated that the paramedics tested his blood sugar at 78 mg/dl. Patient was transported to the hospital where he was evaluated and released same day; however, patient could not remember if he received treatment while under the care of the paramedics and while at the hospital and confirmed that he was not given any treatment when released. At the time of the call, dexcom technical support patient reported feeling fine but frustrated.